Event description:
Our sales rep reported that the inserter tip broke off of a 4.5 mm healix advance br anchor during insertion into the patient in a rotator cuff repair procedure. The broken piece remains within the anchor inside the patient. The patient was reported to have hard bone. The sales rep stated the procedure was completed with no delay and the patient was reported to be fine.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. From past investigations, this failure is usually consistent with excess torque being applied on the inserter while implanting the anchor. It was reported that the patient has hard bone, which could have also contributed in the reported failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the inserter tip broke off of a 4.5 mm healix advance br anchor during insertion into the patient in a rotator cuff repair procedure. The broken piece remains within the anchor inside the patient. The patient was reported to have hard bone. The sales rep stated the procedure was completed with no delay and the patient was reported to be fine.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.